Event description:
It was reported that balloon rupture occured. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 18 psi, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.